Event description:
Tip of foley catheter broken off so balloon could not inflate, allowing the catheter to slip out of the patient. When inspected and tested, tip appeared missing but nothing was retaining in patient. Rn who inserted the catheter did not inspect tip prior to use. Unsure if device was received defective or broken prior to insertion.